Manufacturer narrative:
A total of four svs-v9-00 valves were placed in the patient. This report one of four reported events filed for the same patient. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to a pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema--potential mechanisms, treatment algorithm, and case examples. Respiration. 2014;87(6):513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.

Event description:
Patient was admitted to hospital one week after placement of four (4) svs-v9-00 valves for tension pneumothorax. Patient was hospitalized for 12 days while the pneumothorax resolved. Patient was discharged and valves remain implanted.